Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. Patient reported that they were trying to find a doctor who works with deep brain stimulators and does the procedure of implanting them. Patient indicated they think there was a problem and their doctor was not helping, she only replaces the batteries. Then another doctor checks it and can readjust, but does not do surgery. Patient was sent a link to find physicians. No further patient complications were reported/ anticipated as a result of this event.